Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective load cell module 2 was replaced to remedy the fault. During visual inspection cracked front cover was noted and the encoder drive shaft did not rotate smoothly. The platform failed the initial functional testing due to error message ua 07 displayed when powered on. During load cell characterization testing, the load cell module 2 was found defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front cover was replaced and clutch plate deburring was performed, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported the facility staff noted at the customer site that the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). They have tried to power cycle the platform; however, the error message persisted. No patient involvement was reported. No further information was provided.